Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to battery end of life. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to battery end of life. No further information has been obtained despite good faith efforts. Additional information was received that the patient was experiencing difficulty charging ipg. The patient was doing well postoperatively. The explanted device will not be returned as the facility did not give the product.